Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the unicel dxc 600 pro synchron clinical system generated numerous errors: "wash conc canister did not fill in time" error, illegal switch error, and a glucm temperature error, and glucm and electrolyte injection cup (eic) overflowed. Customer also stated that the di inlet filter is leaking slowly, but investigation revealed that leaking was actually coming from degasser. No erroneous patient results were generated, and no one was exposed or injured.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse performed stop/home the system without incident. The fse primed the instrument and observed no errors or flooding during the priming. The fse could not reproduce glucm and eic overflowing issue. The fse noticed a leak from degasser due to fracture membrane, and replaced the membrane. (B)(4).